Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 478mg/dl with large ketones, nausea, vomiting and abdominal pain. Patient sought advice from the hcp via phone, and self-treated with insulin injections. During troubleshooting, customer support found that the bolus totals do not match (>5% different). The patient has discontinued pump use. This complaint is being reported as the patient experienced hyperglycemia and the discrepancy in bolus totals was not resolved.